Event description:
It was alleged that during surgery they could not get a clear picture so therefore the case had to be cancelled. It was reported that there was no injury to the pt. Case was rescheduled with no further complications.